Event description:
Customer reported expiration date on the test strip vial does not match the date in the manufacturer's electronic inventory system. Customer stated expiration date = 01/31/06 and inventory system expiration date = 10/31/04. No treatment. A request was made for return product and replacement product was sent.